Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the returned device was analyzed. No anomalies were found. Grommet damage was noted. (B) (4) the returned device was analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure, both devices were oversensing. The devices were not implanted. No patient complications have been reported as a result of this event.